Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test, o2 sensor test and flow transducer test during pre-use check. The ventilator was investigated on site by our field service engineer (fse) and the air gas module was replaced and the machine worked fine and passed all tests after replacing the defective air gas module. The defected air gas module has been returned for further investigation. Simulated test use of the returned air gas module in a ventilator confirmed the reported problem which it failed with pressure transducer test, o2 sensor test and flow transducer test during the pre-use check. Moreover, the machine alarmed for technical error related to power error. The failure was caused by a short circuited transformer on a printed circuit board inside the air gas module.

Event description:
Manufacturer ref. #: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test, o2 sensor test and flow transducer test during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).